Event description:
A distributor from denmark reported a pump malfunction identified as code malf 16. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, technical support advised the customer to revert to multiple daily injections for insulin delivery. They confirmed the customer was aware of how to put the pump into storage mode before returning it. Technical support arranged for a replacement pump to be sent and instructed the customer to return the malfunctioning pump using a pre-paid label within ten days.